Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification confirms device was sterilized in accordance with iso (B)(4). There are warnings in the package insert that state that this type of event can occur: "early or late postoperative infection and allergic reaction." This report filed (B)(4), 2011.

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6), 2011. Subsequently, a revision procedure was performed on (B)(6), 2011 due to patient developing a low grade infection. The acetabular liner was removed and replaced and the wound was washed out. No further information has been reported to date.